Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient (previously treated with another manufacturer's device) for the endovascular treatment of an abdominal aortic aneurysm. It was reported that intervention was required in the patient. A pseudoaneurysm was observed near proximal right renal artery. As the patient is on dialysis, both renal arteries were occluded and an endurant aortic cuff was implanted from immediately below the sma; however, a type ia endoleak remained. No clinical sequelae were reported. The physician commented that the type ia endoleak was inevitable. The patient will be monitored by the physician.